Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Additionally, review of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause for these findings could not be conclusively determined. The submitted log file contained data from 11jun2019 through 01jul2019. Pump power, estimated flow, and average pi typically ranged from 3.4-6 watts, 2.9-6.5 lpm, and 1.8-7.9, respectively. Elevations in pump power and estimated flow were captured throughout the relevant data, ranging from 7.1-8.6 watts and 8.1-11 lpm, respectively, and appeared to be associated with pi events. Despite the observed fluctuations in pump parameters, the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had on and off episodes of bleeding due to an esophageal tear. The patient received esophagogastroduodenoscopy (egd) with clips and thermo. Follow-up egd was performed and showed improvement to the area without active bleeding. No further information was provided.